Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The bearing was returned for evaluation. The bearing shows some evidence of component loosening; however there is insufficient information to determine the cause of the patient¿s anterior pain, although resurfacing of the patella may indicate disease progression. Inspection of the inferior surface of the bearing using ftir spectroscopy suggests that the yellowing of the component is possibly a result of lipids absorbed from the synovial fluid in vivo and the possible associated increase in oxidation of the polyethylene.without further information, no other conclusions can be drawn.

Event description:
It was reported that patient underwent a knee replacement on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to anterior pain. No further information has been received.